Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Nearly choked [choking sensation].3 toothbrush head became separate from the stick - oral-b [device breakage]. Case narrative: consumer reported via e-mail that while they were cleaning their teeth the oral-b toothbrush head became separated from the oral-b toothbrush stick and they nearly chocked. No serious injury was reported. 12-jul-2024 follow up via digital safety assessment survey: consumer was a 62 year old female. No medical professional was contacted. No serious injury was reported. 17-jul-2024 follow-up via e-mail: the concomitant product was oral-b rechargeable toothbrush handle 3756. The concomitant product lot number was 1ab 10360300. No serious injury was reported. 31-jul-2024 follow up via picture: the suspect product was oral-b power oral care refills crossaction eb50. No serious injury was reported.